Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Clinical study (B)(6) for polarx pas; subject ID (B)(6). It was reported that post procedure, the patient experienced pericarditis requiring medical treatment. During a three (3) month follow-up post ablation procedure with a polarx catheter, the patient notified the physician that a few hours after discharge, they experienced pericarditis and recurrence of atrial fibrillation. The patient was treated at an outside facility where they underwent surgery and were prescribed oral medication; colchicine, flecainide and diltiazem. The patient condition has resolved. A request for the medical records was sent, updates pending once those records are received. No further information is available at this time. The device was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. It was further reported per additional information that the patient underwent an ablation procedure on (B)(6) 2024. On (B)(6) 2024, the patient presented to the emergency department at (B)(6) with chief complaints of chest pain and shortness of breath, just a few hours after being discharged from banner health care facility for pericarditis. Diagnostic tests, including labs and ekgs, were performed. Cardiology was consulted and noted that the patient chest pain and presentation seem very characteristic of post ablation pericarditis. Physician also noted this was a typical post ablation pericardial irritation and pain, expected. The patient was started on colchicine and high dose ibuprofen 600 mg three times a day for pain relief. An echocardiogram revealed 55-60 percent with no wall motion abnormalities or effusion, and an x-ray showed no acute disease in the chest. No invasive intervention took place. The patient was discharged on (B)(6) 2024. During the three month follow up, the patient confirmed to have completed the course of colchicine and that the pericarditis symptoms had resolved. Resolution date (B)(6) 2024.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Clinical study (B)(6) for polarx pas; subject ID (B)(6). It was reported that post procedure, the patient experienced pericarditis requiring medical treatment. During a three (3) month follow-up post ablation procedure with a polarx catheter, the patient notified the physician that a few hours after discharge, they experienced pericarditis and recurrence of atrial fibrillation. The patient was treated at an outside facility where they underwent surgery and were prescribed oral medication; colchicine, flecainide and diltiazem. The patient condition has resolved. A request for the medical records was sent, updates pending once those records are received. No further information is available at this time. The device was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.